Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient received an end of service error message and may undergo surgery to address this issue.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
A ¿replace generator¿ warning message was reported to abbott. As a result, the patient's ipg was explanted and replaced. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.